Event description:
It was reported that arctic sun device was unable to fill. A check of the diagnostics during filling showed that it only generated -0.2 psi at 100 percentage circulation pump command. Discussed this was likely an indication of a failed circulation pump. They stated they would order and replace the part locally. It was reported that the biomed changed water and now tried to refill but arctic sun device would not take up water. Received error 47 (control panel communication) as well but powered off and on and error has not returned. Device still would not take up water.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed circulation pump. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h h11: the device was not returned.

Event description:
It was reported that arctic sun device was unable to fill. A check of the diagnostics during filling showed that it only generated -0.2 psi at 100 percentage circulation pump command. Discussed this was likely an indication of a failed circulation pump. They stated they would order and replace the part locally. It was reported that the biomed changed water and now tried to refill but arctic sun device would not take up water. Received error 47 (control panel communication) as well but powered off and on and error has not returned. Device still would not take up water.

Event description:
It was reported that arctic sun device was unable to fill. A check of the diagnostics during filling showed that it only generated -0.2 psi at 100 percentage circulation pump command. Discussed this was likely an indication of a failed circulation pump. They stated they would order and replace the part locally. It was reported that the biomed changed water and now tried to refill but arctic sun device would not take up water. Received error 47 (control panel communication) as well but powered off and on and error has not returned. Device still would not take up water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.